Event description:
Customer reported the power cable insulation is coming out of the power plug. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord. System operates as intended. (B)(4).